Event description:
The device was used during a right hemicolectomy. Surgeon reports that he fired the tlc75 then instrument was reloaded. On this second firing there were staples missing from the proximal end of the anastomosis. There were staples at the distal end. Surgeon noticed defect and corrected with sutures. Surgeon concerned that if he didn't notice, anastomosis would have failed. There was no consequence to the pt.

Manufacturer narrative:
Conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed staples as designed across the entire staple line. It should be noted that during mfg, all the cartridges are 100% inspected to ensure that all staples are present prior to shipment. The batch history records were reviewed for this batch and the were no anomolies noted for missing staples. Comments: mfg and engineering have been notified of the reported incident.